Event description:
Pt had open heart surgery in 2002. Physician used the "symmetry bypass aortic connector" to secure graft. The next day, pt went into cardiac arrest and underwent emergency surgery. The "symmetry bypass aortic connector was found by physician to be disengaged. Pt made it through surgery but expired 12 days later.